Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
It was reported a explantation due to a bike accident trauma at the end of (B)(6) 2024. Meanwhile patient has lost the implant. No x-ray or any other info than the per.

Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie did not receive one (1) int411, (osseotite tapered certain implant 4 x 11.5mm) for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). DHR review was completed for the subject lot number 2022080245. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2022080245 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : medical : other. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was external factors (i.e. Patient conditions). Therefore, based on the available information, a device malfunction was not established. Without device receipt, the reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. H3 other text: product not returned.

Event description:
No further event information is available at the time of this report.